Manufacturer narrative:
Reported issue of joint actual velocity and position contradict, cart disconnected faults and showing ethercat initialization failure fault was confirmed via the supplied picture from the account manager. Although the photographic evidence confirms the reported issue, it is likely the joint actual velocity and position contradict fault was thrown first and the cart disconnected and ethercat faults were thrown when the system was disconnected to troubleshoot and umbilical cable unplugged to be inspected. However, this cannot be confirmed.

Event description:
It was reported that during the monarch bronchoscopy procedure they were trying to un-stow the arms and received faults. The physician elected to abort the case and reschedule for a later date. There was no report of an adverse event due to system issues.